Event description:
It was reported that pt underwent hip replacement surgery in 2007. Post op, pt experienced pain and loosening of the shell. Pt's surgeon has recommended a revision of the acetabular components. Revision is expected to take place in 2009.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the us.